Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a morphology change along with oversensing, resulting in an inappropriate shock to this patient. A day prior, the smart pass feature had disabled due to a similar rhythm due to low r wave amplitudes. Technical services (ts) discussed primary vector appeared to have been programmed since implant. Ts recommended assessment of all vectors. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.